Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported the representative had to come to the hospital to jumpstart stimulator and charged it with their recharger to get it working right. Patient stated the stimulator had been ¿broken¿, so she gave it up. No further complication and no symptoms were reported.